Manufacturer narrative:
Evaluation: a service engineer (se) inspected the device and replaced the graphical user interface (gui) audio alarm speaker to resolve the reported issue. The se also found error codes for the oxygen sensor so they replaced the oxygen sensor as well. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator's graphical user interface (gui) audio alarm did not work and generated an error indicating that it did not pass the gui audio test during extended self-testing (est). The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Device evaluation: the graphical user interface (gui) alarm assembly and the oxygen (o2) sensor were returned for failure investigation. The gui alarm assembly was visually inspected and functionally tested with no anomalies observed. The o2 sensor was installed into the failure investigation test ventilator. During o2 sensor calibration, a low urgency alarm indicated that the o2 sensor failed to calibrate. The sensor was removed and it was noted that the black wiring had become detached from its connector. This damage was the cause of the unit not making a secure connection and generating an error code. It is unknown how this damage occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added . If information is provided in the future, a supplemental report will be issued.